Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was high threshold. It was also reported that there were attempts to reposition the rv lead, but following extension and retraction several times the helix broke. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.